Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. Reason for reoperation is rupture, infection, and silicone migration. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced the events of ¿implant are leaking¿, "swelling soreness and redness" and ¿silicone is leaking badly", "worried I will get another infection or develop alcl and remain generally unwell" and "lethargy and a depressed mood continue". The device has been explanted.